Manufacturer narrative:
Examination of the faulty sample showed that the catheter was leaking just distal the wing. Microscopic examination showed a little tear/mechanical damage at that point and a little tear/burst at 28 cm from distal. We have been informed that the customer used 2% chlorhexidine with 70% alcohol for site care. We have a warning in the product's IFU, a special warning leaflet and a hint printed on the product's label concerning the use of alcohol based disinfectant. This complaint is not confirmed to be a manufacturing defect. As each catheter is leak- and flow-tested before packaging and the sample worked for several days, therefore a manufacturing error can be excluded. Corrective action: no corrective action at this point in time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Line found to be leaking at orange lumen at time of dressing change. Patient outcome: line removed, new line inserted.

Manufacturer narrative:
The malfunctioning device returned to vygon for device evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Line found to be leaking at orange lumen at time of dressing change. Patient outcome: line removed, new line inserted.